Event description:
Clinical study. Same case as 2134265-2009-03041. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. Lesion 1 was 2.92mm, 46% stenosed, 25.4 mm long portion of the left main coronary artery (lmca). The lesion was predilated with a 3.50x14mm balloon at 14 atms. The 3.0x28mm taxus express2 was implanted in the lmca at 14 atms. The stent was post dilated at 14 atms with the balloon used for predilation. It was noted that the stent was well positioned and well expanded. Lesion 2 was located in the left circumflex (lcx). It was a 100% stenosed with a timi flow 0. The physician predilated the lesion with a 1.25x10mm balloon at 10 atms. The 2.5x24mm stent was implanted in the proximal portion of the left circumflex (lcx) at 20 atms. The stent was post dilated at 14 atms by three balloon. Post intravascular ultrasound (ivus) confirmed the stent was positioned and well expanded. Restenosis occurred 236 days after the index procedure. During the reintervention, a balloon catheter was used during the procedure. Lesion 1 was 3.25mm, 90% stenosed, 10.0mm long portion of the lmca. Post treatment visual inspection, revealed the lesion to be 25% stenosed. Lesion 2 was 2.75mm, 90% stenosed, 10.0mm long of the proximal lcx. A balloon catheter was used during the reintervention. Post treatment visual inspection, revealed the lesion to be 50% stenosed. A post 1 year follow-up was performed and there were no problems. Patient condition listed as "improved".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed, and no issues or discrepancies were found, and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.